Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery would not charge and customer experienced low power alerts, while multiple charging cables, wall adapters, and working outlets did not resolve battery charging issue and pump did not recognize charging connection. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, instructed customer to place problematic pump into storage mode, reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and return original pump using pre-paid label within 10 days, which customer understood and acknowledged.